Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an issue related to the device's oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issues.